Event description:
It was diagnosed as left tibia and fibula open fractures. This product was used during the surgery of these fractures. On the post-operative 10th day, swelling and redness were observed at the surgical site. As an additional treatment, a surgical drain was inserted to remove the exudate that accumulated in the surgical site. After the prolonged hospitalization, the patient condition was remitted.

Manufacturer narrative:
After receiving reports on the above-mentioned case, we examined the manufacturing records of our products used in this case and found no problem. The sterility of the product was assured by sterilization validation. It is therefore deniable that our products directly caused infection in this case. Because the device was not returned to us, we were not able to define the root cause of the event. The osferion bone void filler package insert states in the following section: <warning and precaution> 1. (1) portion of osferion that is dropped into for example, soft tissue or articular space should be removed as soon as possible by using tweezers, suction, or other means. <adverse events> infection, nonunion, fracture, fever, pain, local sensation, redflare, inflammation. This report is being submitted as a medical device report in an abundance of caution.